Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the pump was not explanted and was still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2,000.0 mcg/ml at 220.1 mcg/day) via an implantable pump for an unknown indication for use. It was reported the pump had experienced a motor stall at the (B)(6) for about half an hour. Pump logs examined on (B)(6) 2018 were provided, confirming a motor stall had occurred on (B)(6) 2018 at 15:35, with a recovery at 16:12. It was reported that no withdrawal symptoms associated with the motor stall were mentioned. The pump stall was just discovered in the pump report. There was no report of an MRI in the patient's history and no contributing factors to the motor stall were identified. The pump was explanted at the time of a catheter revision (refer to manufacturer report #3007566237-2018-03686 for details pertaining to the catheter event). No further complications were reported or anticipated.